Event description:
It was reported that during unpacking, stent damage was noticed. The 2.75 x 32 mm promus element stent was selected for use but was found to be fractured during unpacking. No visible damage to the outer or inner packaging was noticed. The procedure was completed with another of the same device and no patient complications were reported. Patient status is stable.

Event description:
It was reported that during unpacking, stent damage was noticed. The 2.75 x 32 mm promus element stent was selected for use but was found to be fractured during unpacking. No visible damage to the outer or inner packaging was noticed. The procedure was completed with another of the same device and no patient complications were reported. Patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts between the thirteen and the sixteen row in from the proximal end of the stent were raised, misaligned and some struts were pushed apart. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).